Event description:
Codman hakim programmable valve with inline siphon guard (product code 82-3842, lot #cmgchv) placed (B)(6) 2011 on (B)(6) old male due to repeat shunt failures with non-programmable shunts. External ventricular shunt placed with drain on (B)(6) 2014 following nuclear medicine study which demonstrated pseudocyst presentation in abdominal cavity. Patient had been experiencing headaches with increasing frequency and duration for 6 months prior to evd placement during changes in weather fronts and at waking. Late (B)(6) 2013, patient began to demonstrate changes in gait with turning of foot into midline of right side (shunt placed on right side), within 10 days patient began to experience toe dropping while walking and was seen at emergency room with normal CT scans. Follow up appointments were scheduled for MRI and shunt reprogram; first available was (B)(6) 2014. By (B)(6) 2014 appointment, patient began to sleep 1-2 hours longer each day, difficulty with fine motor tasks including intentional tremors without respect to task fatigue but positive correlation to headache, and increased toe drop and changes in gait when running or waling fast with tripping noted daily. During surgical removal of shunt, fluid from ventricular to reservoir was reported to parent as freely moving. The fluid from the abdominal to reservoir did not move freely per post-surgical report to parent, and surgeon had to release the shunt and move shunt upwards to drain fluid for testing and culture. Per follow up report on (B)(6) 2014, csf fluid from ventricular area was clear without pathogens at this time; however, csf fluid from abdominal cavity has wbc present but at time of physician rounds had not grown any bacteria but would be updated daily.